Event description:
Related manufacturer reference number: 2017865-2022-42973. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited p-wave amplitude variation and noise leading to over-sensing and inappropriate mode switch. It also revealed that the right ventricular lead exhibited noise reversion episodes. No intervention was performed. The patient condition is unknown.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6)2014.